Manufacturer narrative:
The device return has been requested, and has not been received. The lot number is unknown. The device history record review cannot be performed at this time. The investigation is underway.

Event description:
The user facility in the united kingdom reports that they were performing a macular hole repair. The foot pedal was being used and the trocars were inserted. The phaco/vr machine started to make a strange noise. It was further explained that the irrigation was working but the aspiration was not. All connecting tubing was tightened and the vitrectomy packs were changed to no avail. Surgery was abandoned. There was no patient impact; no medical intervention reported.

Manufacturer narrative:
Product evaluation could not be performed as the complaint unit was not returned. The most probable root cause is unknown/inconclusive. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. The investigation is complete.